Event description:
It was reported to philips that the system could not perform exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnostic procedure was performed when the issue happened. The procedure was completed as planned after deleting the previous patient images. Philips field service engineer (fse) examined the system onsite and confirmed the reported problem. Fse found that the message displayed on the data monitor. Upon troubleshooting, fse determined that the probable cause of the malfunction is an internal issue with the ippc. To resolve the issue, the field service engineer (fse) reloaded the ippc software and recreated the image store. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.